Manufacturer narrative:
On 11-apr-2025, additional information was received indicating there was no patient adverse event. We just could not longer use the catheter because of the irrigation tamponade. Device evaluation details: the device was returned to johnson and johnson medtech for evaluation on 15-apr-2025. Visual inspection and functional tests of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the pump and was found occluded during the test. The device was inspected on the microscope and the luer hub was found occluded with reddish material. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The irrigation issue reported was confirmed. The potential cause of the occlusion cannot be determined. The catheter instructions for use of the carto 3 system contain the following information that should be considered: flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and flushing/irrigation issue occurred as the catheter appeared plugged. During a case of mapping ventricular extrasystoles, the whole case went well throughout the procedure. The ablation catheter (thermocool smarttouch sf ) was used to perform ablation; at all times the catheter was irrigated. After ablation, the ablation catheter was removed to re-map with the octaray catheter. The ablation catheter was flush every time it entered and left the patient, and at all times the catheter was inside the patient, it was irrigated with slow flow. However, when they wanted to re-enter the ablation catheter and wanted to flush again, the catheter had been plugged and could not be uncovered either with the pump or manually with the syringe. For additional troubleshooting the doctor was asked to close the irrigation to the patient so they could give a flush to the tubing and at once, he took the catheter out of the patient¿s body and give a flush to the whole catheter. It is worth mentioning that during the procedure, on several occasions the ¿bomb¿ marked a bubble error. However, there was always flush until no more bubbles were observed and the system marked bubble-free. The ablation catheter could not continue to be used, because the catheter could no longer be irrigated.